Event description:
It was reported that the customer experienced high blood glucose all day. The blood glucose reading at time of the call was 19.0mmol/l. Troubleshooting was performed. The alarm history revealed several alarms. The bolus history and daily totals were correct. It was stated that the customer changed the infusion set and reservoir, but the insulin pump was not delivering. No further information was provided.

Manufacturer narrative:
(B)(4), concomitant medical device: architect i2000sr analyzer, list # 3m74-02, (B)(4). The cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on 5/27/10 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other architect sirolimus reagent lots were affected.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on 5/27/10 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other architect sirolimus reagent lots were affected.

Event description:
The customer observed architect sirolimus reagent barcode read errors when reagent lot 80126m00 was in use. The customer tried the reagent pack in different positions on the architect reagent carousel, however, it did not resolve the issue. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical device: architect i2000sr analyzer, list # 3m74-02, (B)(4). The cause of the architect sirolimus reagent barcode read error was poor print quality from a single barcode printer. A product recall was issued on 5/27/10 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other lots of architect sirolimus reagent were affected. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.